Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effects of myocardial infarction and thrombosis are listed in the multi-link 8 coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2018, two multi-link stents were implanted in the right coronary artery (rca). The patient was discharged on dual anti-platelet therapy (dapt). On (B)(6) 2018, three days post-stenting procedure, the patient presented emergently with st segment elevation myocardial infarction (stemi). Angiography noted thrombosis in the 2.75 x18mm multi-link 8 stent in the proximal rca. After thrombus aspiration and ballooning, a 2.75 x 26 mm non-abbott stent was implanted. Additionally, the dapt was changed and the patient discharged. No additional information was provided.